Event description:
It was reported that the patient had their implantable neurostimulator (ins) explanted in (B)(6) 2012 due to infection. Additional information was requested, but was not available at the time of this report.

Event description:
Additional information received indicated that the ins had not working as expected. If additional information is received, a follow up report will be sent.

Event description:
Additional information received indicated that there was "oozing" at the ins incision site which began on (B)(6), 2011. The incision was checked by the physician the day before at which time it was noted that no oozing was seen. No fever was noted. The patient also experienced a loss of therapeutic effect and a complete return of symptoms which began on that same day. In addition, it was reported the patient had "excruciating" pain over the lead site which was worse when the ins was on. The patient had the ins turned off since these symptoms began. There was no known accident or incident related to the onset of this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead: model 3093-28, lot#v806859, implanted: (B)(6) 2011, explanted: (B)(6) 2010. Programmer: model 3037, serial #(B)(4). (B)(4).

Manufacturer narrative:
(Explanted date for lead): (B)(6) 2012.

Manufacturer narrative:
(B)(4).